Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had selected the wrong visit. A technical support specialist confirmed that the customer discharged the old visit to resolve the issue. The system functioned as intended after the technical support specialist identified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had orders were not crossing to station. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.